Event description:
It was reported the device was used during a gastrectomy (total) procedure. It was reported by the affiliate that knob did not move on the second firing. There was no pt consequence.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the lubrication was partially stripped from the instrument. It could not be determined if the lubrication had been stripped before, during or after surgery. Due to the lack of lubrication, the force needed to fire the instrument was found to be higher than mfg requirements. The force to fire data during mfg was reviewed and was found to be conforming, indicating that the force to fire was acceptable prior to shipment. Mfg and engineering have been notifie of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve cos products.